Manufacturer narrative:
Corrected data: in review, it was noticed that the sentence "was unable to perform certain daily activities, specifically driving at night due to glare." Was inadvertently duplicated in section b5 of the original MDR report. This supplemental MDR report is to correct that information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model dxr00v, was implanted in the patient¿s left eye. Postoperatively, the patient experienced persistent halos and starbursts around lights at night. The symptoms impacted patient¿s daily activities such as night driving due to glare. Was unable to perform certain daily activities, specifically driving at night due to glare. The best spectacle corrected visual acuity (bscva) was 20/40 preoperatively and 20/15 postoperatively. The lens was explanted during a secondary procedure and replaced with a monofocal lens (dib00) of the same diopter as the original lens. Postoperative refraction with the replacement lens was 20/30. No incision enlargement, vitrectomy, sutures, or procedural delays occurred, and no medical attention or medication outside of the standard of care was required. The patient is permanently impaired. Directions for use were followed. The complaint device is not available for return, as it was removed in pieces using the phaco machine. No further information was provided.

Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - visual disturbance - starburst - surgical intervention required; 4619 - halo vision- surgical intervention required; 4619 - glare surgical intervention required. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.